Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user observed during a functional check the arctic sun device was unable to generate more than -2.0 psi in bypass. There were no service records for the device, system hours >12,000. I discussed that this a failed circulation pump. The user stated that they would discuss repair options with the local team and let us know how they would like to proceed.

Event description:
It was reported that the user observed during a functional check the arctic sun device was unable to generate more than -2.0 psi in bypass. There were no service records for the device, system hours >12,000. I discussed that this a failed circulation pump. The user stated that they would discuss repair options with the local team and let us know how they would like to proceed. Per sample evaluation results on (B)(6)2024, low flow in by-pass due to failed flow meter. Plastic guide pins broken on shell.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Primed to fill. Serviced circulation pump. Low flow in by-pass due to failed flow meter. Plastic guide pins broken on shell. Performed pm procedure. Replaced flow meter, shell. Serviced mixing pump. Replaced heater, manifold o-rings, drain valves, tank tubing, coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.